Manufacturer narrative:
(B)(4). No sample has been returned for investigation. Picture documentation (information from customer) of the failed device was reviewed and found that the capillary is not seen at the capillary hub. It may be either detached or broken-off capillary. Based on pictures, unable to verify whether any remaining part of the capillary in the hub. However, no sample was returned for evaluation and no conclusion could be drawn from the photo. Because of this, further investigation of the complaint is not possible. Hence we assess this complaint to be not judgable. Reviewed device history records and machine process cards. No defects of detached cannula/capillary was observed.

Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to (B)(4) for investigation. A follow-up report will be provided when the inspection results are available.

Event description:
As reported by the user facility ((B)(4)): the cannula of the peripheral catheter detached from the cannon, remaining at the patient jugular vein.